Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient sustained a skin irritation while wearing the lifevest. The skin irritation was described as blisters. The patient's doctor prescribed an ointment for the skin irritation. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.